Event description:
Patient was implanted with 2.7mm/3.5mm a variable angle locking compression (va-lcp) olecranon plate and screw construct on (B)(6) 2013. Clinical findings noted the patient had a delayed healing. The patient presented with non-union. Patient was returned to the o.r. On (B)(6) 2013 for removal of hardware reportedly due to failure of fixation. The hardware was removed without complication. Reportedly there is no anticipated treatment at this time. This report is for four (4) unknown 2.7mm va locking screw - 02.211.0xx part family. This is report 3 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received.